Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was undamaged. The battery compartment was cracked and evidence of moisture was found in the battery compartment. During testing, the keypad buttons were inoperable. The keypad cover was opened and moisture was found on the display, the printed circuit board, and the keypad flex connector. Unrelated to the complaint, the audio bolus button cover was torn. The battery cap threads were stripped; the cap was unable to secure on to the pump. A test cap was used to complete investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under-responsive. It was also reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.